Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user experienced recurrent episode of low blood glucose while using the ilet, described as extreme hypoglycemia occurring during times of increased insulin sensitivity, which led the caregiver and healthcare provider to discontinue ilet use and request a return; no device alarms or malfunctions were reported. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included discontinuation of device use without hospitalization or emergency care. Customer care provided support that included consultation with a clinical specialist. Investigation of this case revealed that the event was user-experienced hypoglycemia with an unclear cause and no reported device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear.